Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, possible stripped set screw was noted.

Manufacturer narrative:
The reported event of stripped set screw was confirmed in the laboratory. Visual inspection identified damage hex cavity on the v is-1 tip set screw. The damaged v is-1 set screw was removed, a test set screw was used, and the lead was secured normally.